Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed a fine jet of water emerging from the center of the balloon when attempting inflation. Microscopic analysis of the balloon surface showed a small pinhole with longitudinal orientation about 64 mm proximal to the distal x-ray marker. At the origin of the pinhole a longitudinal deep scratch was observed. It therefore seems likely that the damage of the balloon surface was caused by a hard, sharp-edged object pressing against the balloon from the outside. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patients anatomy.

Event description:
A passeo-18 balloon catheter was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in the sfa. At 10 bar pressure, the balloon ruptured in the mid to distal sfa and had to be removed.